Event description:
The blue soft section came separated from the white part the same day, I fitted it in my mouth and would not go back together.

Event description:
The blue soft section came separated from the white part the same day I fitted it in my mouth and would not go back together.